Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties was encountered. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 2.25x32mm promus element¿ plus stent was selected to treat the vessel however the device failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The struts on the most distal row were distorted. This damage is consistent with the stent meeting resistance during the advancement of the device. It was also noted that several stent struts were raised off the balloon material across the length of the stent. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).